Manufacturer narrative:
This MDR was created in error based on a duplicate complaint record having been opened.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in catheter broke / separated after placement it was reported by the customer that when the catheter was removed, part of the device remained in the patient's artery. According to the nurse, the site was intact, and the parameters were normal before the removal. Verbatim: rcc received a complaint via email. Date: 25/11/2025, as per client, when the catheter was removed, part of the device remained in the patient's artery. According to the nurse, the site was intact and the parameters were normal before the removal. There was no indication of a potential problem.